Manufacturer narrative:
No definitive root cause was determined. The customer indicated that the sample reacted weakly positive in manual gel method. Sample variability may have contributed to this event. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that a sample for a patient with a history of having anti-c, anti-e and anti-fya antibodies failed to react on the ortho provue analyzer. The incident occurred in 2008. The processed gel card was not visually review. The sample reacted weakly positive (w+ to 1+) in manual gel test using the same lot of reagents. Anti-c, anti-e, anti-fya, anti-jkb and anti-d antibodies were identified. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.